Event description:
During a coronay stenting treatment procedure, inflation difficulties were encountered. The physician initially placed an express 3.5 x 24 mm stent in a long lesion. He then advanced an express 4.0 x 20 mm express2 stent to cover the lesion, however, the balloon would not inflate at 10atms. The physician removed the stent/delivery system which did not appear damaged. The physician completed the procedure using another stent. The pt status and the clinical outcome were reported as "good".